Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had messages are crossing over to pyxis server, but not reaching to machines at various locations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that devices were failed to communicate with the server. A technical support specialist dialed into the station and assisted the customer in rebooting the server and followed the knowledge article medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue to resolve the issue and also informed the customer to increase the random access memory allocation for 12 giga byte to 16 giga byte of memory to optimize performance and prevent potential issues in the future. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ es server, had messages are crossing over to pyxis server, but not reaching to machines at various locations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.